Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance of a continu-flo soln. Set in which the IV tubing came apart when the posiflow was placed on the end. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was originally reported to be available for return and evaluation. However, the sample was never received. Since the sample was not returned, the reported condition cannot be confirmed and the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.